Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing inadequate pain relief and had difficulty charging the implantable pulse generator (ipg). Program optimization was attempted and was unsuccessful. The patient underwent an ipg replacement procedure.